Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2010, UDI#: (B)(4); product ID: 3095-10, serial/lot #: (B)(4), ubd: (B)(4) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient had a loss of sensation and no symptom relief. It was stated that during the lead revision the patient was vomiting so they had to flip the patient to intubate with the surgical site open. It was noted that a full revision was completed. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the loss of sensation was unknown. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.